Event description:
It was reported that the patient presented for a follow-up visit in the clinic. A chest x-ray revealed that the right atrial (ra) lead had dislodged. The ra lead was explanted and replaced. There were no patient consequences.